Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. It was reported that this was the pt's second exposure to the psn membrane, previously being dialyzed on 6/10/2002. The length of time this pt has been on dialysis was not reported. During treatment, the pt complained of itching and shortness of breath. Treatment was stopped and blood was returned to the pt with no reported blood loss. The pt was administered benadryl (route and dose unknown). The pt was dialyzed subsequently with the optiflux 200 and f70nr membranes without further incident.